Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy procedure, it would not staple completely. Another device to complete the case with no consequence to patient.